Manufacturer narrative:
The unit was power cycled which cleared the reset. As the problem was discovered during installation and the issue prevents use of the device until resolved, the investigation findings showed no risk of serious harm and no serious risk should the event recur, however spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2016, that during installation, an arkon (sw version 2.61) was discovered in a failed state with an error message. The unit had not been placed into service as installation was not complete. No injury was reported.